Event description:
It was reported that the right ventricular lead was capped and replaced due to an insulation anomaly. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".